Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available section d6b - explant date: not applicable - lens remains implanted. Section e1 telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a wire coming out of the inserter of the preloaded monofocal intraocular lens (iol). The fiber came-out after the iol was implanted; it was removed by the surgeon with the phacoemulsification machine. The patient was fine. Through follow up, we learned that the lens remains implanted. No patient injury was reported. No further information was provided.